Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.

Event description:
Patient reported there is a black mark on the infusion device display, which could cause misinterpretation of the insulin delivery amount. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.